Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer dealer reported "circuit occlusion" while using the avea ventilator. The customer dealer reported the problem was intermittent. The customer dealer claims the exhalation filter was replaced but it did not correct the reported problem. The reported device was on CPAP mode and the customer dealer claims it was "cycling". Ventilator was removed from the patient and the patient was placed on another ventilator, they claim there was no patient harm.